Event description:
It was reported by the dr that a pt was burned on the shoulder during a procedure while using the suspect nim-2xl. A source of external power, an electrocautery pencil, was used in conjunction with the nim-2xl. The pt received a burn approximately 1cm in diameter where the nim-2xl probe contacted the shoulder.